Event description:
It was reported in a printed literature article that an angio-seal was deployed in the left brachial arteriotomy via the antecubical fossa. Manual compression was applied to the puncture site for 45 to 60 seconds and a compression bandage was then applied. The patient received 100 mg of aspirin orally 2 hours before the scheduled intervention. 5000 units of heparin was administered after insertion of the introducer sheath and again during the procedure to maintain an active clotting time of greater than 250 seconds. The radial pulse was monitored immediately after angio-seal deployment as well as at 15 and 30 minutes later, and at 2 hour intervals thereafter. The compression bandage was removed 16 to 24 hours later. The next day, follow-up was conducted and an occlusion was discovered in the left brachial artery. The patient went to surgery where collagen was found inside the artery. The occlusion was successfully treated. The implant and event date are unknown; sometime between early 2005 and 2007. The angio-seal deployer is unknown.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography procedures or interventional procedures. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.